Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported patient-device incompatibility/device operates differently (failure to seal)/stent graft leak; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a perforation in the mid left anterior descending artery. The 3.50x16mm graftmaster stent was deployed at 16 atmospheres followed by ballooning done as standard practice. It was then noted that the perforation had only partially sealed. The patient was taken to surgery where the perforation was sealed. Per the physician, the graftmaster did not cause additional complications or adverse events. There was no adverse patient sequela reported. No additional information was provided.